Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural for labor disconnected between the filter and clip. The epidural was re-sited and the yellow twisting lock part remained attached to the filter. The event resulted in a minor injury. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
D3: corrected. D4, d8, h6: updated. D4 - expiration date, h4: unknown. The suspected product was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The complaint could not be confirmed, and a root cause was unable to be determined.